Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. Analysis of device memory noted the battery depletion message was recorded following many magnet applications. It was reported that the patient underwent an unrelated procedure the date of the magnet applications. Boston scientific technical services (ts) noted the battery has since began to recover and discussed bringing the patient into the clinic to clear the message with a programmer. No adverse patient effects were reported. This product remains implanted and in service.